Event description:
A malfunction was reported on the pump by the customer. The issue caused the customer's blood glucose level to reach 500 mg/dl. To address the high blood glucose level, the customer administered a correction injection using a manual delivery method. No additional third-party assistance was required. The malfunction was indicated by a specific code and required a reset, which was not performed until assisted by technical support. After the reset, the malfunction did not recur, and the customer was able to continue using the pump. Technical support advised the customer to call back if the issue reoccurred, and this instruction was acknowledged.